Event description:
Pt coded. Tracheostomy was plugged prior to code. Air leak noted, the inner cannula was pulled and replaced resulting in an immediate improvement in ventilation. It was discovered that the MFR has made changes to their line of tracheostomy tubes. The product order is the same. The packaging of the item is the same as the old, with the exeption of a label which states "new and improved". The change is confined to the fenestrated low pressure cuffed tracheostomy tube. Additionally, the warnings in the package insert have also changed. The facility was not aware of the changes.